Manufacturer narrative:
(B)(4). The sample was not available for return; however, the customer did provide photos. A visual exam was performed on the photos; however, the failure mode could not be determined from the photos. The manufacturing site reports a verification of the failure mode reported was conducted as follows: 80 samples were taken from current production at the manufacturing facility and inspected. It was found that the samples comply with the requirement. The defect reported "tube deformed during use" was not observed in the current manufacturing process. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reported the doctor found the inner side of the tube deformed during use and ventilation was severely impacted. There was no patient harm or injury. No intervention was needed.